Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device reached end of life (eol) and this caller was inquiring if a longevity calculation could be performed after a device has declared elective replacement indicated (eri). A boston scientific technical services consultant discussed device longevity with the caller and stated it was not possible to perform a calculation after eri had been declared. The consultant stated this device could have displayed a shortened time between eri and eol. The device was explanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The device passed longevity calculations with a lifetime longevity of 80.7%. Eol was never set. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.